Event description:
A consumer reported experiencing blurry vision following intraocular lens (iol) implant surgery. She was told by a retinal specialist that she has fluid in her eye. Additional information was received from the surgeon who reported the event continues; the fluid in the macula is secondary to vitreomacular traction and there is no issue with the iol. He surgeon also reported posterior capsule opacification was noted and a yag laser procedure was performed. In the surgeon's opinion, the device did not cause/contribute to the event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).